Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) began emitting tones. The patient presented for a follow-up and the device could not be interrogated.